Manufacturer narrative:
(B)(4). Method: device has been requested. No product returned. Result: customer complaint could not be confirmed. Conclusion: no conclusion can be drawn. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports that protime microcoagulation system generated pt/inr 4.0 for a pt. The pt developed a clot in his left leg, indicated by excessive edema that was identified in the morning. The pt was admitted to the hospital. The nurse recalled that the results were lower than pt/inr 8.6 but higher than the protime result generated the day before. Pt's therapeutic range pt/inr 2.0-3.0. Both protime microcoagulation system and lab reference were in the supra-therapeutic range.